Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1800733 was manufactured on 06/26/2018 a total of 288 pieces. Lot was released on 07/11/2018. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was received with a clip partially loaded incorrectly. First, the partially loaded clip was manually removed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are likely intact. No clip fired on the first attempt. On the next attempt, the clip was able to properly load into the jaws of the applier and was successfully applied to over-stressed surgical tubing. At this time, it was observed that there was no clip in the next position. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that one of the ratchet ears was broken and based on the damage, it appears to have been broken during the decontamination process. It was also found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. One device was returned with 10 clips remaining including the partially loaded clip, indicating that 5 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A non-conformance has been opened to further investigate this issue.

Event description:
It was reported that during a laparoscopic colectomy, one clip got stuck in the applier. The applier was retrieved from the patient's body, and the clip stuck inside was removed from the applier. The applier was inserted in the patient again and the next clip loaded at a slanted position into the jaws. The applier was replaced by a new one. No clips fell in the patient.

Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, one clip got stuck in the applier. The applier was retrieved from the patient's body, and the clip stuck inside was removed from the applier. The applier was inserted in the patient again and the next clip loaded at a slanted position into the jaws. The applier was replaced by a new one. No clips fell in the patient.